Manufacturer narrative:
H6; code 100: dry fired. Facility experienced an event with your endopath endoscopic multifeed stapler while performing a misc; coopers ligament. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971237. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; yes (1 formed). Functional tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple in the nose and with a yielded cartridge nose weld. The formed saple was removed from the cartridge nose, but no functional testing could be performed due to the yielded cartridge nose weld, which would not allow the staples to properly feed and form. It was concluded that the nose weld had yielded due to the instrument being dry fired and then refired with a formed staple in the nose. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.

Event description:
The device was used during a coopers ligament procedure. It was reported by the affiliate that the device jammed during firing cycle and nostaple would advance to lock on the tissue. There was no consequence to the pt.